Event description:
It was reported that the pt was found slumped over and was in cardiac arrest. The pt was successfully resuscitated and placed back to the ventilator. The pt remained on the ventilator for approximately 2 hours at which time the pt arrested again and was not successfully resuscitated and died. The hospital sequestered the ventilator for a few days. A successful pre-use check was done and the ventilator was returned to service. The hospital had indicated that at this time they do not suspect a malfunction of the ventilator. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be provided after investigation. (B)(4).